Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient had multiple electrical fault and controller fault alarms. A manufacturer's representative traveled to the site and performed a connector cleaning procedure. Visual examination confirmed the foreign material within the driveline connector. The controller was exchanged and returned to the manufacturer as part of the cleaning procedure. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device failed both functional and visual testing as a result of intermittent electrical fault alarms and contamination within the driveline connector port, respectively. Review of controller logs confirmed the reported electrical and controller fault alarms. Alarms of this nature are indicative of contamination within the driveline connector. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and/or the driveline/connector sealing design. The manufacturer has an open internal investigation to evaluate these type of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-03117 and 3007042319-2015-03118) submitted for devices related to the same event.

Event description:
It was reported from the united states that the controller had electrical fault and controller fault alarms. The patient stated that electrical fault alarms occurred and then the controller was dropped resulting in additional alarms. Preliminary analysis of the controller log files showed electrical fault alarms and a controller fault alarm. A manufacturer's representative assessed the device and was able to recreate the electrical fault alarms with driveline manipulation. The manufacturer's representative confirmed with the hospital staff that the patient could tolerate the pump-off time associated with a driveline connector cleaning procedure. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on (B)(6) 2014 to remove contaminants. The site administered a heparin bolus 3 minutes prior to the procedure. One male pin on the controller appeared tarnished. The controller was exchanged during the procedure. The controller was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. The electrical fault alarms could not be reproduced after the procedure. There was no reported patient injury as a result of this event.